Event description:
Information was received indicating that a non-disposable pump tubing alarm was noted while in use of a smiths medical cadd cassette reservoir. It was also reported that small air bubbles were noted in the line. No patient consequences were reported. No adverse effects were reported.